Event description:
The customer reported the system locked up and was unable to be rebooted. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.